Event description:
A malfunction code, malf 12, was reported, with no significant events preceding the issue. The customer was unsure about any impact on blood glucose levels. As a result, tandem technical support assisted with resetting the pump and provided instructions for its temporary storage until a replacement was dispatched. The customer, who did not have a backup therapy available, was instructed to contact their healthcare provider and was advised on necessary steps to program the new pump and connect their continuous glucose monitor. The replacement was sent without requiring a delivery signature, and the customer was informed about the return process for the faulty pump to avoid incurring charges.